Manufacturer narrative:
Complaint is confirmed. One unpackaged ar-9233 serial/batch number 121304 was received for investigation. Functional testing found that the device does not function as required. Visual evaluation found that the pegged glenoid guided broach anvil was broken off at the distal end and was not returned for investigation. Visible signs of wear were observed as the laser marks faded. Additionally, multiple discoloration spots and scratches were observed on the device's shaft. It is unknown how many cleaning cycles the device had been exposed to.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that a ar-9233 guide broach bottom part to the device snapped off so now the device is in 2 parts. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.